Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator and the workstation nodes were erased and reloaded. The system was found to be working as intended and put back into service.

Event description:
The customer reported that a communication failure error message displayed on the system. No patient injury was reported.